Manufacturer narrative:
Internal complaint reference: case-(B)(4). Adams, c. I., & robinson, c. M. (2001). Cm court-brown, and m. M. Mcqueen,¿prospective randomized controlled trial of an intramedullary nail versus dynamic screw and plate for intertrochanteric fractures of the femur,¿. Journal of orthopaedic trauma, 15(6), 394-400. Doi: 10.1097/00005131-200108000-00003.

Event description:
It was reported that, on literature review ""prospective randomized controlled trial of an intramedullary nail versus dynamic screw and plate for intertrochanteric fractures of the femur"", ten (10) patients who initially underwent primary implantation with an intramedullary hip screw and plate to reduce intertrochanteric femoral fractures experienced venogram-proven deep venous thrombosis. The measures taken to resolve this adverse event in each patient are not known. No further information is available.

Manufacturer narrative:
H10: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the article noted ten (10) patients who experienced venogram-proven deep venous thrombosis. The measures taken to resolve this adverse event in each patient are not known. Reportedly, there is no contact information available for this literature case; therefore, patient specific supporting documentation or current patients¿ statuses have not been provided as of the date of this medical investigation. The clinical root cause of the reported events cannot not be further assessed. The patients¿ outcomes beyond those which were documented in the article cannot not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes that could contribute to the reported events have been identified as patients reaction, post-operative healing issue and/or patients condition. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).